Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted (B)(6) 2008; 51121, lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while removing a pin plug from the left ventricular (lv) port, the setscrew came out of the header block. The grommet had to be removed to reseal the setscrew. After the lv lead was attached and tested, the grommet was replaced with medical adhesive. The cardiac resynchronization therapy pacemaker (crt-p) remains in use. No patient complications have been reported as a result of this event.